Manufacturer narrative:
Stn# 125207-08.

Event description:
The customer reported that eight antibodies showed false negative reactions with biotestcell-ill. The missed antibodies had the specificities anti-e (4 times) and anti-jk(a) (4 times). The customer could send us neither the samples nor the complaint product. Therefore, the quality control laboratory tested the retention sample of biotestcell-ill with different antibodies: anti-jk(a), anti-e, anti-fy(a), anti-d and anti-k. All reactions were correctly positive, respectively negative. All antibodies could be identified clearly without ambiguity. Due to these test results, the correct antigenity of the complaint biotestcell-ill was confirmed.